Event description:
The patient was at home and the j tube was clogged. The j tube was irrigated and then the the clog zapper was used. On the second pass of the clog zapper, the line broke. Six inches of it was retained in the tube. The patient had the tube changed over a glidewire by radiology.